Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the right femoral artery access diameter measured approximately 5mm. Upon insertion, the nose cone was flush with the capsule of the delivery catheter system (dcs). The physician¿s attempt to advance the dcs into the patient¿s anatomy was unsuccessful. Resistance was noted. Patient¿s anatomy was not tortuous, however, ¿paper skin and likely vessels were the same¿. The dcs was withdrawn from the patient. Subsequently, an overdriven nose cone of the dcs was noted. After the nose cone of the dcs was corrected by the team, another attempt to advance the dcs was made. While advancing the dcs through the patient¿s anatomy, resistance occurred. However, the valve was implanted successfully. A break in a non-medtronic suture was reported. Per the physician, right femoral artery dissection was noted requiring surgical repair. It was reported that, the dissection was caused by the overdriven nose cone of the dcs. Surgical repair was performed successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received that per the physician, the excessive pushing of the delivery catheter system (dcs) due to the patient's anatomy caused the overdriven nosecone which resulted in the right femoral artery dissection. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The reported event indicates that during the physician¿s attempt to advance the delivery catheter system (dcs) into the patient¿s anatomy was unsuccessful. Difficulties advancing the dcs through the access vessel is known to be related to factors such as patient anatomy and physician technique, including guidewire and introducer sheath selection. In this case, it was noted that the patient¿s skin was ¿paper¿ and that the vessels were likely the same. This indicates that the probable cause of the advancement difficulties was patient anatomy, but this cannot be confirmed with the limited information available. When the dcs was withdrawn from the patient, and overdriven nose cone was observed. As the right femoral artery access diameter measured approximately 5mm, which is the lowest diameter allowable using the d-evolutfx-2329 dcs, the overdriven nose cone would have increased the diameter of the dcs capsule and would have caused resistance when attempting to advance the dcs. After the nose cone of the dcs was corrected by the team, another attempt to advance the dcs was made. While advancing the dcs through the patient¿s anatomy, resistance occurred. However, the valve was implanted successfully. A break in a non-medtronic suture was reported. Per the physician, right femoral artery dissection was noted requiring surgical repair. It was reported that, the dissection was caused by the overdriven nose cone of the dcs. Vascular access related complications, such as bleeding and dissection, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location, etc.). Per the physician, the excessive pushing of the delivery catheter system (dcs) due to the patient's anatomy caused the overdriven nosecone which resulted in the right femoral artery dissection. The evolut system instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. It also states, "do not force passage". Persistent force on the catheter can cause damage to the catheter or the patient¿s anatomy. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.